Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Block h11: investigation results: with all available information, boston scientific corporation concludes that the reported events of stent failure to expand was not confirmed. There is not enough evidence to determine whether the stent failure to expand was due to the physician's device manipulation during the procedure or related to a device malfunction. Device history record review: it was confirmed that this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device history record review: the complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. Risk review: a risk review was completed and confirmed that the event of "stent failure to expand" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on all gathered information and the results of the product analysis, the complaint investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in an endoscopic ultrasound procedure performed on (B)(6) 2026. During the procedure, the physician reported that the proximal stent didn't expand. The procedure was able to be completed by using a different device. There were no patient complications reported as a result of this event at this time.